Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation as reported, after opening the basket of a ncircle tipless stone extractor for a ureteral stent placement for bladder and ureter procedure, it was found that the basket sleeve was protruding and difficult to use, so the basket was replaced to complete the surgery. A photo was provided which appears to show the basket cannula overextended from basket sheath with the basket being in the open position. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the documentation, including the complaint history and device history record, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation, in opened packaging. An unknown fluid inside basket sheath was observed. The basket sheath was observed to be pinched approximately 3mm from proximal tip, inhibiting actuation of basket formation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook was unable to review the device labeling, as an IFU pamphlet is not included with the complaint device. Evidence gathered upon review of complaint file, DHR, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, examination of the returned product, and the results of our investigation, cook concluded that the cause of the reported event could not be established. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: other (code unspecified, describe in h10) (81). Device has been returned, and preliminary evaluation has been performed, however, our investigation is ongoing, and device evaluation summary will be included in our follow up report, once our investigation has been completed. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, after opening the basket of a ncircle tipless stone extractor for a ureteral stent placement for bladder and ureter procedure, it was found that the basket sleeve was protruding and difficult to use, so the basket was replaced to complete the surgery. A photo was provided which appears to show the basket cannula overextended from basket sheath with the basket being in the open position. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.